Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure in a lesion located in the proximal lad, exhibiting mild tortuosity and mild calcification. No damage noted to packaging. No issues removing the device from the hoop. Lesion was pre-dilated. It is reported that stent deformation occurred in vivo post deployment. It is reported that the stent became "crimped" while removing the wire. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the aware date on MDR report number 9612164-2018-02473 is 25 january 2019. If information is provided in the future, a supplemental report will be issued.